Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed and due to the rail issue the drawer did not close properly. A field service engineer identified that the rails on main drawer 4.1 were faulty due to the bearing cage having fallen out; replaced the drawer to resolve the issue. Tested the repair using the hardware test application, and the drawer functioned as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 was popped up, and when closed, it was only closing halfway. It had to be pushed all the way back to close properly, and the customer mentioned it had a rail issue and might need to be changed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.